Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received multiple shocks for sinus tachycardia. The ventricular rate was in ventricular tachycardia (vt) zone and there were no sensing issues. The device was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.